Event description:
A report was received that had her ipg explanted due to not getting relief from the system. It is unknown if the device was working properly prior to the explant. The patient is reportedly doing well following explant surgery.